Event description:
In 2008, the pt reported an elevated blood glucose readings of 378 mg/dl with his normal range being 138-154 mg/dl. He stated he has just had surgery and is "down and out". To troubleshoot, the time and basal rate were checked on the pt's insulin infusion device and confirmed to be accurate. The pt was instructed to disconnect from his device and bolus 3 units of insulin into the air which went through without error. Troubleshooting did not find any product issues. On follow up with the pt five days later, he stated his readings are still in the 300's mg/dl even though he has switched to injection therapy. He stated he has tried to contact his doctor and he was advised to continue to do so. The pt requested a replacement device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.